Event description:
It was reported that there was a malfunction resulting in insufficient oxygen or fresh gas flow during a case. There was no patient injury.

Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: no patient information to date after calls to end user 03/23/2026 and 04/01/2026. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.